Manufacturer narrative:
(B)(4). Concomitant products: part# 110003628, lot# 3407340, biolox delta cer lnr 36 mm g. Part# 51-106140, lot# 242870, tprlc 133 mp type1 pps so 14.0. Part# 650-0662, lot# 3149972, delta ceramic fem hd 36/+3 mm. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Review of device history records (DHR) for pn 010000666 ln 3441482 identified a deviation at operation no. 950 for porous coat chamber where 1 piece was scrapped. Concessions were also noted; however, this did not affect the reported event. The reported devices are used for treatment. The search identified no additional related complaints when searching by the item 010000666 - lot 3441482 combination.. No medical records received. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Clinical study (B)(6) reported patient underwent left total hip anthroplasty. One year postop, it was reported the patient experienced mild pain (rarely moderate after unusual activity, and may take aspirin), uses the support of 1 crutch for walking, moderate trouble washing/drying, moderate trouble getting in or out of car, moderate trouble shopping, moderately difficult to climb stairs, and limping often. It was noted that pain has moderately interfered with the patient's usual work.